Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After removing a 7x40 precise pro rapid exchange (rx) self-expanding stent (ses) from its package, it was found that the distal end of the stent has been partially released and could not be used to the patient. There was no reported patient injury. The product was stored, handled, inspected and prepped according to the instruction for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was not prepped in the tray. The tuohy borst (hemostasis) valve in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray. The device will be returned for evaluation. No other information was provided.

Manufacturer narrative:
After removing a 7x40 precise pro rapid exchange (rx) self-expanding stent (ses) from its package, it was found that the distal end of the stent has been partially released and could not be used to the patient. The product was stored, handled, inspected and prepped according to the instruction for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was not prepped in the tray. The tuohy borst (hemostasis) valve in the open position when received. The tuohy borst valve was closed prior to removing the device from the tray. There was no reported patient injury. The device was returned for analysis. One non-sterile precise pro rx 7x40 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received opened. Per visual analysis, the stent of the unit was received deployed approximately just 3 mm. A kink was observed on the body/shaft of the unit approximately at 82 cm from the strain relief. Another kink was observed on the outer sheath of the unit approximately at 6.4 cm from the distal tip. No other anomalies were observed. Per dimensional analysis, usable length of unit couldn¿t be properly measured due to the kinked condition of the unit, as received. Per functional analysis, deployment test was performed successfully on the unit; neither resistance nor any anomalies were observed during the test. No damages were observed on the stent. A product history record (phr) review of lot 17948770 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - premature/during prep¿ was confirmed since the stent was received deployed approximately 3 mm, as received. Functional deployment test was performed, and the stent was fully deployed; no damages were observed on the stent. Nevertheless, the body/shaft and outer sheath were observed kinked. According to the instructions for use (IFU) preparation of stent delivery system ¿caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray.¿ per the observed damage condition of the unit, as received, it could be suggested that procedural factors and or handling factors may have contributed to the kinked condition of the unit. However, the cause of premature deployment and the kinked body/shaft and outer sheath could not be conclusively determined during the analysis. If the IFU was not followed correctly, it is probable that the premature deployment as well as the kinks noted on the body/shaft and outer sheath during the product analysis on the device as received, may have occurred due to the interaction with the user and the device, during preparation. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.